Event description:
It was reported that an alert triggered due to superior vena cava (svc) impedance out of range on the right ventricular (rv) lead. The trend shows stable 88-95 ohms range. The alert triggered when svc impedance just crossed over the 100 ohms mark. Manual measurements are back into the previous range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940-52 lead, implanted: (B)(6) 1999. (B)(4).